Manufacturer narrative:
Evaluation summary it was caused due to an excessive force applied on the ccd cable. In addition, we confirmed that the light guide fiber bundle (lcb) disconnection, the root brace rubber flexible tube cut, and the lg prong top assy break; however, these are not related to the alleged complaint. Replaced parts in this complaint are as follow. Ccd module, light guide fiber bundle (lcb), root brace rubber flexible tube, ccd module, light guide fiber bundle (lcb), lg prong top assy. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Image disturbance, thermal fault, no image.